Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens was received and visually evaluated. Results revealed the lens haptics looks slightly distorted and residues of viscoelastic on the lens related to the handling of the unit in a surgical procedure were observed. The presence of viscoelastic indicates the lens was not explanted in a secondary procedure. Based on the investigation findings, a correction to the initial MDR reporting explant is required, therefore, the following fields have been updated accordingly: section b1: adverse event and/or product problem: updated from adverse event to product problem. Section b2: no longer applicable as the event has been determined to be only a product problem. Section h1: type of reportable event: updated from serious injury to malfunction . Section h6: device code: updated from 2993 to 1069. Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/31/2020 . Section h3: device returned to manufacturer: yes . Device evaluation: the product was returned to the manufacturing site. The sample was evaluated, lubricant material residues and loose particles were observed on the lens surface. No damaged/defect can be observed on the lens, but the haptics looks slightly distorted which could be related to the handling during explant process. The complaint issue reported was not verified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was explanted from the patient's eye. Reason for explant is unknown/not provided. No further information was provided.